Event description:
It was reported that the patient was charging more often the implantable pulse generator. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device will not be return as it was not released by the hospital.